Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and pressure tested. Results: visual inspection revealed no visible damage to the returned breathing circuit. The pressure test confirms that the breathing circuit was out of specification. The test showed that there was leaking at the connection between the inspiratory elbow and heater wire plug. Conclusion: we were unable to determine the cause of this fault. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.